Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to a non specific product performance issue.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed that the distal fragment including the lead tip was covered in fibrotic growth. Calcifications are known to cause high impedances and pacing thresholds and are thus assumed to be the root cause of the observed product performance issue. Further damages such as cuts into the insulation and a stretched lead body most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.